Event description:
It was reported when the surgeon opened the package, and the locking ring on the bipolar cup was already bent. This product was not used. This resulted in five-minutes. No health consequences or impact reported. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). G2; foreign - japan. Visual examination of the provided pictures identified that the lock ring is bent down and is still within the lock ring groove. There may be some signs of use in the form of scratches to the top rim of the shell, however the picture quality is blurry on some of the images. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.